Manufacturer narrative:
Contrary to the initial report, medivators has learned that the carbon dioxide flow was disrupted and not the suction. The bottom piece of the defendo air/water valve detached into the channel of the endoscope disrupting carbon dioxide flow during a patient procedure resulting in a procedure delay. The procedure was completed successfully. No report of injury. The device history record for the lot subject of this event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. The customer returned one unused defendo air/water valve for evaluation. Medivators functionally tested the valve according to the instructions for use on an endoscope and it was found to be operating properly; no issues were noted. The reported event could not be duplicated. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Manufacturer narrative:
The user facility returned devices to medivators for evaluation. A follow-up MDR will be submitted once our evaluation is complete.

Event description:
The user facility reported that bottom piece of one of their defendo valves detached into the channel of the endoscope disrupting suction during patient procedures resulting in procedure delays. No report of injury.